Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship between the returned device and the reported incident. A visual inspection was performed and moisture droplet residue was observed on the inside of the camera head. The window was inspected under magnification and a potential crack was observed. A functional evaluation revealed multiple intermittent video issues, including no video, bright color bars, and an intermittent loss of sync between the control unit and the video monitor. The device was disassembled and failed the helium leak test. The complaint was confirmed and the root cause was associated with the cracked window. Factors which could have contributed to the reported event include impact to the device. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that after surgery during functional check the camera head did not produce an image. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.